Manufacturer narrative:
Device information: heartware ventricular assist system - battery: model #: 1650de. Catalog #: 1650de. Expiration date: 30-sep-2019. Serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 20-sep-2018. Labeled for single use: no. (B)(4). Device information: heartware ventricular assist system - battery: model #: 1650de. Catalog #: 1650de. Expiration date: 30-sep-2019. Serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 25-sep-2018. Labeled for single use: no. (B)(4). Device information: heartware ventricular assist system - battery: model #: 1650de. Catalog #: 1650de. Expiration date: 30-sep-2019. Serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 25-sep-2018. Labeled for single use: no. (B)(4). Device information: heartware ventricular assist system - battery: model #: 1650de. Catalog #: 1650de. Expiration date: 30-sep-2019. Serial or lot#: (B)(4). UDI #: (B)(4) device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 25-sep-2018. Labeled for single use: no. (B)(4). Device information: heartware ventricular assist system - battery: model #: 1650de. Catalog #: 1650de. Expiration date: 30-sep-2019. Serial or lot#: (B)(4). UDI #: (B)(4) device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 20-sep-2018. Labeled for single use: no. (B)(4). Device information: heartware ventricular assist system - pump: model #: 1104. Catalog #: 1104. Expiration date: 31-oct-2020. Serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 05-oct-2018. Labeled for single use: yes. (B)(4). Device information: heartware ventricular assist system - driveline boot cap: model #: unk-dl boot. Catalog #: unk-dl boot. Expiration date: 31-oct-2020. Serial or lot#: unk. UDI #: ask. Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: yes. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller power ports and five batteries exhibited poor mechanical connections associated with bent pins. A controller exchange was attempted and while removing the driveline boot cover, the ventricular assist device (vad) driveline disconnected at the same time. The driveline boot cover could not be removed from the vad driveline and the vad was stopped for around 20 minutes. The vad driveline and driveline boot cover remain in use, and the controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) and one (1) driveline boot cover of an unknown lot number were not returned for evaluation. One (1) controller (B)(6) and five (5) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller revealed a bent pin within power port 2. The bent pin did not allow a power source to properly connect to the controller. Additionally, visual inspection revealed contamination within both power ports of the controller. The observed contamination is an additional finding not related to the reported event and can be attributed to the handling of the device. Further testing was performed with the alarm adapter. High priority alarms were not active when the alarm adapter connected to the serial port; the alarm adapter performed as intended. As a result, the reported " high priority alarms cannot be muted" event was not confirmed. Failure analysis of one (1) of the batteries revealed that the battery passed visual inspection and functional testing. Failure analysis of the other four (4) batteries revealed that the batteries passed functional testing. Visual inspection revealed that the batteries had worn damage within the connectors. This finding that was observed did not affect the functionality of the devices; the batteries were able to adequately connect to a test controller. Log file analysis revealed two (2) vad disconnect alarms logged on (B)(6) 2021 at 05:18:40 and 05:35:43 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting of the controller and/or the reported controller exchange. As a result, the reported bent pin, poor mechanical connection, and vad disconnect events were confirmed. The reported difficulty removing the driveline cover event could not be confirmed due to insufficient evidence. The most likely root cause of the vad disconnect alarms may be attributed to a physical disconnection of the driveline from the controller, likely during to the reported controller exchange as described in the event details. Based on historical review of similar events, a possible root cause of the reported difficulty removing the driveline cover event can be attributed, but not limited, to contamination within the driveline cover and/or plastic deformation of the driveline connector boot cover likely introduced during use. The most likely root cause of the worn battery connectors can be attributed to wear, likely due to normal disconnection and reconnection between the battery output cable and metal power port connectors on the controller. The most likely root cause of the reported poor mechanical connection and bent pin events can be attributed to a misalignment between the controller power port and the power source output connector. CAPA pr00384004 was opened to investigate bent/damaged pins with controller 2.0 and damaged battery connectors. Additional products: battery (B)(6)d9: yes, return date: 15-jan-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g04034 h6: FDA method code(s): b01 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d11 battery (B)(6) d9: yes, return date: 18-jan-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g04034 h6: FDA method code(s): b01 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d11 battery (B)(6) d9: yes, return date: 15-jan-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g04034 h6: FDA method code(s): b01 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d11 battery (B)(6)d9: yes, return date: 19-jan-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002 h6: FDA method code(s): b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 battery (B)(6) d9: yes, return date: 19-jan-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g04034 h6: FDA method code(s): b01 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d11 pump hw35284 h3: yes h6: img code(s): g04105 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 driveline boot cap unknown lot h6: img code(s): g04037 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for inclusion of this event as being in-scope for field action 3007042319-12-06-2022-005-c. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.